Manufacturer narrative:
E1 initial reporter phone: (B)(6).

Event description:
It was reported that the device was difficult to remove. The target lesion was 70% stenosed, mildly tortuous, and mildly calcified. A 2.50 mm x 30 mm agent dcb was selected and advanced to the lesion site. When attempting to remove the balloon, the physician reported difficulty withdrawing the device from the lesion. The balloon was removed from the patient in one piece. The procedure was successfully completed with another of the same device. There were no patient complications.